Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid or particulates within the cassette compartment. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection identified dried fluid within the recess of the bottom cover adjacent to the pump. The cause for the encountered dried fluid could not be determined. The cycler underwent and passed a mushroom head check. No further discrepancies were identified. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patients contact reported to fresenius technical support (ts) that the screen of the patients liberty select cycler went dim during an unknown phase of treatment. The screen was dim despite the brightness level being set to 10. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The contact was advised to notify the patients peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. Upon follow up, the patient reported being able to complete treatment on the cycler. There were no adverse effects experienced and no medical intervention was required as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.